Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, lack of mobility, metallosis, elevated metal ion levels and bone and tissue damage. Subsequently, legal counsel for patient reports that patient¿s left hip was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reports the patient¿s left hip was revised due to loosening. Revision operative notes report cloudy, gray fluid with cheesy, gray material found in the joint. The cup and head were removed and replaced. To date, there has been no reported revision of the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2013-04443/04449).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, lack of mobility, metallosis, elevated metal ion levels and bone and tissue damage. Subsequently, the patient¿s left hip was revised on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.